Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the healthcare professional (hcp) reported to the manufacturer representative (rep) about the patient having a burning sensation at the pocket site. The rep mentioned the sensation was still present with the stimulation off. The impedance was checked by the hcp and indicated the system was fine. There were no further complications or anticipations reported with this event.